Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. It was confirmed that there was a crack in the cylinder connecting tube. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. It was confirmed that there was a crack in the cylinder connecting tube. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The pump was microscopically inspected, leak tested and functionally tested. No anomalies or damage were found with the pump, no leaks were identified.